Event description:
On (B)(6) 2013, the lay user/patient¿s mom contacted lifescan (lfs) alleging the patient¿s one touch ping meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the reporter could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy began on (B)(6) 2013 at 11:30 am when the patient obtained a blood glucose result of ¿140 mg/dl¿ with the subject meter. The patient manages his diabetes with an insulin pump. The reporter stated her son took less food/drink in response to the alleged inaccurate result(s). At 11:33 am that same day, her son had a ¿seizure¿. The reporter immediately gave the patient 1 vial of glucagon (1 mg) and then called emergency medical services (ems). When ems arrived they tested the patient¿s blood glucose and obtained a result of ¿140 mg/dl¿ with the ems meter. The reporter confirmed there was no further treatment from ems. Ems brought the patient to the hospital and he was kept overnight for observation. The reporter stated the patient received IV fluids while he was hospitalized. The patient was discharged from the hospital on (B)(6) 2013. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on 2/26/2014 and 2/28/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.